Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was able to lock in place but wiggles. The customer's blood glucose level was 252 mg/dl. The customer also reported that the reservoir compartment was cracked off at top. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The device will be retuned for analysis.

Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.